Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an impedance anomaly, along with increased thresholds and loss of sensing. Subsequently, the patient underwent a revision procedure. This lead was successfully extracted; however, was extremely damaged and will not be returned. No further complications were reported.